Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise and high atrial pacing impedance measurements were exhibited while in bipolar programming. The associated device was reprogrammed to unipolar, resolving the noise and impedance issues. The patient was released and is expected to be seen next month for additional follow. No resulting adverse patient effects were reported; however the patient reported a stinging sensation while working.